Manufacturer narrative:
Other text: b3: date of event is unknown h6 evaluation codes: updated no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a 1720 error code is the connection to the back-up capacitor; however, this cannot be confirmed as no product was returned for investigation. The product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. Service history review identified the device was in for service on 1-apr-2022 for "shorting pin inop." And there was no indication or evidence in the service history to indicate that the complaint is related to the previous service event., corrected data: health effects corrected.

Manufacturer narrative:
Operator of device is unknown; no further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed error code 1720. No patient injury reported.